Manufacturer narrative:
The investigation into the aic - controller failure (red alarm) has been completed since the original report was filed. Imc logs confirmed the reported failure mode given there was a controller error alarms (opm comm crc error). The console was sent back fs for further investigation. This known pattern failure, which is characterized by a temporary loss of optical data and triggering of a controller error alarm, has a low probability of re-occurrence. After analyzing the logs from the console, it has been determined that the reported issue is a known pattern failure caused by a temporary loss of optical placement signal.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the automated impella controller (aic) displayed an error alarm. The team exchanged the aic for another. There are no patient details. No harm was reported.